Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 dialyzer. During treatment pt complained of wheezing and chest tightness. Pt was administered benadryl 50 mg IV. Treatment was terminated and blood was returned to the pt with no reported blood loss. Treatment was resumed with a different membrane and completed without further incident. Hcp reports that the pt has subsequently dialyzed with a different membrane without incident and symptoms have resolved.